Event description:
A call center ticket was logged with the following text "defibrillation has no reaction". This could indicate that the device was not usable for therapy or diagnosis. No adverse pt impact was reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.